Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, additional information is available. G6 type of report ¿ additional information h2: additional information concomitant medical products ¿ additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm. The date of event is an approximation. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.